Event description:
When using the abbott precision qid blood glucose monitor, pt got readings about 30 mg/dl too low. Pt knows this to be correct because they had glucose controls with which to calibrate it, and those readings were consistent with all the readings in the past weeks. The abbott test strips pt used were a new lot, just purchased, and used for the first time-though pt has used the abbott sensor for a number of years. Pt has been unable to obtain from abbott their glucose control, no matter how hard pt tried, and that is why pt switched to roche product. Pt tried to report this to abbott, but they refused to accept email.